Event description:
An infusion pump was sent to baxter for service where it underdelivered during service testing. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.